Event description:
Patient has an acute iritis of her right eye as a result of improper contact lens use. She has been receiving contact lenses illegally from (B)(6) for the past 7 years on a prescription that is 8 years old. As you know, contact lens prescriptions expire yearly. On (B)(6) 2018 - biomicroscope examination (slit lamp): three plus conjunctival injection, circumlimbal injection, corneal infiltrates, anterior chamber cells and flare, significant photophobia and pain. Dose or amount: one unk. Frequency: daily. Route: ophthalmic. Dates of use: (B)(6) 2011 - (B)(6) 2018. Diagnosis or reason for use: hypermetropia.